Manufacturer narrative:
Investigation of the returned device the one powermax elite motor drive unit, part number 72200616 was evaluated by a visual inspection was performed on the product and no damage was found. Complaint of overheating when engaged was confirmed. Mdu failed for hand piece blade stall error as well as overheating. Cause of errors and overheating is a defective motor/gearbox. Motor tacs good but drawing high current due to corroded gearbox. Stripped threads in housing would not allow further disassembly of the motor. A corroded motor gearbox is the most likely cause of the complaint. The complaint investigation has concluded that this unit has succumbed to expected wear and tear since it is two years old. (B)(4).

Event description:
During a knee antroscopy while using a motor drive unit, hand cntrl, pwrmx el the unit overheated. The handpiece cord got so warm it burnt the drapes. The control unit was connected to a mitek fluid pump, and the control unit smelled like it was very warm also. The doctor switched to the 5.5 bonecutter ref 7206010. After using it for a few minutes the circulator noticed a burning smell coming from the machine. Shortly after, the handpiece became extremely hot to the touch. The cord burned the drape on the mayo stand but did not come in contact with the patient. The control unit was unplugged from the power source. Another control unit and handpiece was obtained and functioned properly for the remainder of the case. No fluid pump was used for the procedure; this doctor uses gravity.